Manufacturer narrative:
Other mfg report #: 2523190-2015-00154, 2523190-2015-00155, 2523190-2015-00157 . Additional information received on february 12, 2016: localization of electric arc: distal part between tube and insert. Integra has completed their internal investigation on january 28, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history, results: evaluation of returned device; no highlighted issue. The instrument is compliant with the manufacturing specifications. DHR review; no nonconformity for this lot. Complaints history; no complaint related to this issue for this lot. Conclusion: the tube is compliant with the manufacturing specifications.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is 3 of 4 reports: it was reported that there was smoke after electric arc. Device was in contact with the patient, however no patient injured. The event did not lead to increase surgery time. No other information is available at this time.